Event description:
It was reported that a balloon rupture had occurred. During a procedure it was noted that the 10mm x 3mm wolverine coronary cutting balloon mr had been inflated a total of three times. The first two inflations were to an unknown pressure. The third inflation is when the balloon ruptured at ten atmospheres. There was no harm to the patient and the procedure was completed with a different device. The device was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident.